Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: smart touch bidirectional catheter, model # d-1327-04-s, lot # 17519526m, stockert generator, model and serial numbers unknown. This coolflow pump was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a coolflow pump where blood was backing up into the tubing. The blood was backing up into the tubing even though the catheter and pump were irrigating at the time. There were no error messages or alarms on any of the bwi equipment in use at the time of the event. Heparinized saline had been administered to the patient. The catheter was replaced with a new one, which resolved the issue. The case continued and was completed without any patient consequence. The presence of blood in the tubing indicates that the coolflow pump was not producing as much pressure as the structures surrounding the catheter. This is not an MDR reportable finding. However, the bwi failure analysis lab found that air could pass the bubble sensor without alarming. A bubble undetected by the pump can potentially lead to patient injury, such as embolism. For this reason, this event is MDR reportable.

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial flutter with a coolflow pump where blood was backing up into the tubing. The unit was received with a missing fuse holder on the power entry module, as well as a missing round bumper. These issues do not contribute to the reported issue of blood backing up into the tubing. Functional and safety tests were performed, and the complaint was unable to be duplicated. The system was left ready for use. A device history record (DHR) review was performed, and it verified that the device was manufactured in accordance with documented specification and procedures.